Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer reset pump and the malfunction alarm was cleared. Insulin delivery was resumed successfully. Customer¿s blood glucose level was within range (value not provided).